Event description:
It was reported to depuy acromed that the returned iliac screws could not be used with the 175526000 outer nuts. According to the complaint, the surgeon had to change his plan of instrumentation and levels of fixation due to a miscommunication between the complainant and depuy acromed. Surgery time was extended by over 2 hours. There were no other adverse consequences to the pt. A complaint history analysis was performed and no other complaints have been reported for this part number. A dimensional analysis was performed and the screws conformed to all specifications.